Event description:
It was reported that a spectrum pump alarmed system error 906 (invalid delivery mode: x) and was unable to change infusion parameters during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(6). The device was received for evaluation. Functional testing was performed and did not identify any issues related to the customer reported condition. The device passed air-in-line testing and flow rate accuracy test. A review of the event history log revealed multiple counts of ec908. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. The pcb will be replaced as a precautionary measure. Should additional relevant information become available, a supplemental report will be submitted.